Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). G2: foreign - event occurred in qatar. Review of the most recent repair record determined the unit was found to have a worn reciprocating arm and screws, was out of calibration, and the motor speed was unstable. The reciprocating arm, screws, and motor were replaced, and the device was calibrated and resolved the reported issue. It was noted that the device was last serviced in 2021 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside surgery the device was not working. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation an inconsistent speed was found. Due diligence is complete, and there is no additional information available.